Event description:
It was reported that the patient recently passed away. Information was received from the patient's physician that the patient had a seizure and prior to their death reported that the magnet was not as effective. It was also noted that the patient was defibrillated in an attempt to save their life. The patient had an autopsy done but the cause of death could not be determined. No other relevant information has been received to date.

Event description:
Additional information was received from the patient&#39;s physician noting that, the vns did help with seizure reduction for the patient and the believed cause of death is sudep. The relationship between the patient&#39;s death and the vns is unknown. It was also noted that the patient was compliant with the aeds they were taking.